Manufacturer narrative:
Additional information: h11: the actual device and a photograph of the sample were provided for evaluation. Visual inspection was performed and the reported leakage was not easily identified on the returned sample; however, visual inspection of photo sample identified leakage as tpn solution appears to have leaked into an outer pouch (location of leak could not be identified). Functional leak testing of the actual sample was performed and a leak was identified from the administration spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, the cause was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked at the "tubing". This occurred during setup. There was no patient involvement. No additional information is available.